Event description:
It was reported medfusion 3500 pump alarming check clutch lever. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Customer manipulated or moved the plunger head during the infusion which caused the check clutch error. Upgraded the software. Repair was not needed due to no problem found. The cause of the reported problem was traced to the user manipulation of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.